Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, the dental implant was removed during its installation surgery because no primary stability was achieved. There is no information about implant replacement in the same surgical act. The implant was being installed in intraoral region #3.